Event description:
It was reported that the patient underwent a brooks method using the cable and cervical posterior fixation. It was reported that the screw backed out a month post op. No procedure was performed to replace the implant. Fusion reportedly was completed at the end of (B) (6) 2009. No other complications were reported.

Manufacturer narrative:
(B) (4). Product remains implanted, product return is not possible. The film of applicable imaging studies were returned to the manufacturer for evaluation either. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog # 873-034, 510k # k003928 was cleared in the united states.